Event description:
The facility's biomed reported the device allowed air to pass without alarm during clinical use. F/u with the risk manager at the facility revealed the pump allowed 12 inches of air to pass without alarm but the air did not reach the pt and no adverse outcome resulted and no medical intervention was needed. Despite baxter's efforts to obtain add'l info regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code an lot number being used, no further info was available.